Event description:
It was reported that on (B)(6) 2026, a 21mm epic plus supra valve was chosen for a an aortic valve replacement (avr) procedure. The sizing was performed using the manufacturer-recommended sizing method (with both the sizer barrel and the replica). As the 21-mm sizer passed into the annulus without issue, implantation of a 21-mm bioprosthetic valve was attempted; however, the valve could not be advanced into the annulus, and there was a risk of annular rupture. Subsequently, the device was changed to a new 19mm epic plus supra valve, with which the valve was able to be securely seated within the annulus. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.